Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/03/2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Tested on global transmitter final functional tester: passed relevant testing. Performed share log review: no data on share tool (not available for g4 transmitters. The reported event of inaccuracies was undetermined. A root cause could not be determined.